Event description:
It was reported that the table locks did not actuate without the foot pedal being activated, causing the tabletop to unexpectedly free float in longitudinal and lateral directions. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found debris in the pedal that caused it to stay activated, thereby disengaging the locks. The fe cleared the debris and verified that the table locks were performing properly.